Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The physician performed a tavi on a tf-gt implanted on (B)(6) 2019. Aortic insufficiency at day+7. Post operatory tear. Revision on friday (B)(6) 2019. They made a valve in valve with a corevalv 23 - medtronic.

Manufacturer narrative:
An event of aortic insufficiency and post operatory tear was reported. The results of the investigation are inconclusive since a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The physician performed a tavi on a tf-gt implanted on (B)(6) 2019. Aortic insufficiency at day+7. Post operatory tear. Revision on friday (B)(6) 2019. They made a valve in valve with a corevalv 23 - medtronic.